Event description:
Patient has end stage renal disease and undersent implantation of gelatin sealed ptfe dialysis graft (B)(6)2010. Postop she had more swelling than expected and fluid around the graft. She was readmitted with infected ptfe graft which was explanted (B)(6)2010. Dates of use: (B)(6)2010 -- (B)(6)2010. Diagnosis or reason for use: dialysis access. Event abated after use stopped or dose reduced?: yes.